Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery faults was confirmed via log file analysis. The heartmate iii system controller (serial #: (B)(6) was returned for analysis and the downloaded log file spanned approximately 9 days (B)(6) 2020 ¿ (B)(6) 2020, (B)(6) 2020 per timestamp). Events occurring on (B)(6) 2020 are from testing at abbott. On (B)(6) 2020 at 8:34:31 there was a backup battery fault activated by a failed load test. This alarm remained active until (B)(6) 2020 at 14:07:58. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold when being compared to the unloaded voltage. Pump operation was not affected. The system controller and backup battery were functionally tested and passed all testing procedures. The backup battery passed a self-test and was able to support pump operation on its own. The reported backup battery fault was not reproduced. The root cause of the reported backup battery fault could not be conclusively determined in this analysis. Heartmate iii instructions for use and heartmate iii patient handbook addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use and heartmate iii patient handbook addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: dim led. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a backup battery fault alarm. The backup battery was exchanged, but did not resolve the alarm. The controller was exchanged and the backup battery fault resolved. No further information was provided.